Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely than during removal manipulation of the device and/or interaction with the anatomy and/or other devices resulted in the reported break and stretched (unraveled coils). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that after an unspecified stent was deployed and the balance middleweight (bmw) universal ii guide wire was attempted to be removed, it was noted that the coils on the guide wire were unraveled. A 2.0x15 mm trek balloon dilatation catheter (bdc) was used to straighten the distal end of the bmw guide wire. The bmw guide wire was then slowly withdrawn. Angiography showed no coronary artery injury. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.